Event description:
It was reported that the right ventricular (rv) lead had an insulation break. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had an insulation break. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the lead insulation breach (extrinsic) overlay tubing was melted and torn and lead insulation observation revealed that the overlay tubing had blood ingression. Visual analysis summary revealed apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants: 5076 implantable pacing lead 2006 (B)(6). (B)(4).